Manufacturer narrative:
The investigation into the low pump flow has been completed. The cause of the low pump flow most likely was biomaterial (thrombus) ingested. Complaint device not returned for investigation. Data log was reviewed; flow dropped then motor current spike that indicated to biomaterial was ingested by the pump. H1, b1-updated to reflect malfunction.

Event description:
The user facility reported a 83-year-old female had a drop in pump flow and a spike in motor current 15 minutes after impella implant. The flow rates were measured to be as low as 0.5 l/min and suction was encountered at support levels above p-1. The pump was subsequently explanted and a clot was discovered around the impeller blades.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿